Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. The right ventricular (rv) lead also exhibited intermittent pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to low voltage lead exhibiting a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.